Manufacturer narrative:
B1, b2, h1, h2 and h6 impact code has been updated.

Event description:
Additional information - the customer sent updated information pertaining to the event. The customer states that the tubes were working as expected, but that the material used to manufacture the tube possibly led to the compression issue. The customer states that the silicone softens and becomes malleable which is difficult to use in patients with different anatomy. This case dealt with a patient who was morbidly obese. When initially intubated, the protective shield peeled off due to external compression of the lumen. The patient was reintubated successfully. The patient then expired due to non-intubation related medical complications. The customer is requesting that a warning should be added to the instructions for use stating that the tubes should be used with caution in patients with different anatomy.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefore no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, no review of manufacturing records could be conducted. An investigation was conducted a the device manufacturing site and it was determined that improper dimensions of the device could result from incorrect parameters or usage of the tube-curvature machines on the device production line. To address this, the manufacturing procedure was updated to specify the parameters to be used on the curvature-machines for each product specification.

Manufacturer narrative:
D4: lot number, expiration date, UDI number, and h4: manufacture date, are unknown; no information has been provided to date. H3 - other: device has been reported as discarded. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that during the operative procedure, there was external compression of the tube in endolaryngeal pathology. The patient was in the pediatric intensive care unit. The tube was obstructed by an unexplained external pressure. "Endolaryngeal pathology and difficult intubation" reported. "The management and anesthesia management, which formed a group, were informed about the serious complication." No harm/adverse event reported. Additional information was received reporting the intubation device involved was item number 100/141/030. Lot number is unknown.